Manufacturer narrative:
(B)(4). The customer reportedly replaced the printed circuit board to resolve the issue.

Event description:
Covidien received information stating that during patient use, a "device alert" alarm occurred. The ventilator stopped ventilating and the display turned black. The patient was then manually ventilated and then transferred to another ventilator. There was no negative patient consequences reported.